Event description:
It was reported the patient presented for implant procedure. During the surgery, it was discovered the right ventricular lead exhibited helix damage. The physician elected to complete the procedure with a different lead. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Electrical, visual, and x-ray evaluations were normal with no anomalies found. The cause of the reported event was due to a bent helix, consistent with procedure damage, clogged with blood at the helix region.

Event description:
New information noted the right ventricular lead was unable to extend the helix after entering the patient. The physician elected to complete the procedure with a different lead. The patient was in stable condition.